Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in bradycardia. It was also reported that the right ventricular (rv) lead exhibited high thresholds with loss of capture. The rv lead was reprogrammed and then capped and replaced. Possible intermittent atrial under-sensing was noted on presenting electrogram. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.